Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported implant was removed due to fracture at the implant collar.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified implant fractured at the collar. Implant shows wear and signs of use. The patient was reported to have moderate density - (type ii) bone. The reported device had been placed on tooth #17 for approximately 9 years. The implant was placed on a previously allografted site. Complainant reported that the implant was removed due to fracture at the implant collar. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there was one related complaints for this product lot.

Event description:
No further event information is available at the time of this report.